Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number: (B)(4). Event occurred in united arab emirates. It was reported that the patient faced infusion set tubing detachment event on (B)(6) 2025. The site of detachment was in the middle of the pipe. The site's location was abdomen. The infusion set was in use till second day. The patient stated that the infusion set tubing came apart. No further information available.